Event description:
The customer reported that the v60 ventilator displayed an error message of data acquisition (da) pcba adc failure. The device was in clinical use at the time the reported issue was discovered; however, that was no harm to the patient or user.

Manufacturer narrative:
Initial reporter occupation: unknown. Patient/user involvement: through follow-ups, customer indicated that no patient was harmed and nothing was recorded. Device evaluation: failure investigation (fi) received data acquisition (da) pcba for evaluation. Visual inspection of the da pcba revealed no evidence of damage or contamination. Fi technician tested the da pcba and no failures were identified. Conclusion: the determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Root cause: root cause of the reported issue could not be determined due to failures were identified.